Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, lot trending, and system risk analysis (sra). The batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the lot number was unavailable. Trending analysis by lot was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The instructions for use (IFU) of the sterrad® 100nx cassette state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). The customer was advised to always wear proper ppe while handling cassettes to avoid this issue in the future. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site and she/he adjusted the duo pump. Unit meets specifications and was returned to service on 01/17/2017.

Event description:
A customer reported a three health care workers (hcw) experienced skin reactions trying to reinsert the sterrad 100nx cassette into the unit after a cancelled cycle. This report is (B)(6) who experienced a burn on his/her palm. The (B)(6) was not wearing personal protective equipment (ppe), and the affected area turned white. The affected area washed under running water and healed within one day. No medical attention was sought. The hcw was advised by the advanced sterilization products (asp) representative to always wear ppe when touching cassettes. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00075, 2084725-2017-00076 and 2084725-2017-00077.